Manufacturer narrative:
The customer's calibration data was acceptable. The customer's qc had results outside 2 standard deviations. Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed proficiency testing and calibration verification testing with passing results. He performed system mechanism checks and diagnostic checks with acceptable results the investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas e 411 rack. The customer had two samples collected at the same time, and the customer performed tsh testing on both samples. The customer reported out both tsh results, and the physician questioned the results. The customer performed repeat testing on both samples for confirmation. The patient¿s initial tsh results were 0.027 uiu/ml with a data flag and 0.918 uiu/ml. The patient¿s repeat tsh results were 0.946 uiu/ml and 0.928 uiu/ml. The repeat results were determined correct. Tsh reagent lot number was 44479703 with an expiration date of 31-aug-2020.